Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the hernia was located ¿right near the belly button¿. The patient was hospitalized and underwent hernia repair surgery eight days after onset of the event. The patient was discharged on the same day as hospitalization and was recovering. At the time of this report, pd therapy was discontinued and a decision on future therapy was scheduled to be made at an unreported date within the week. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.